Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During the processing of this complaint. Attempts to obtain patient information were made but not received.

Event description:
Related manufacturer report number: 1627487-2021-18984. It was reported the patient's system for lumbar and lower extremity pain was explanted and replaced due to loss of effective therapy. Effective therapy was established post-operatively.